Event description:
It was reported that the alarm sound does not sound. The event occurred before patient use. No patient involvement or harm.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Per visual inspection, no abnormalities in the appearance of the product were observed. Per functional testing, the electronic alarm did not sound. The complaint was confirmed. The root cause was the malfunction of the microswitch attached to the interface board. It was unknown what caused the malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The interface board was replaced to correct the issue. The device passed all functional and delivery tests after repair.